Event description:
On (B)(6) 2025, the user reported an occlusion alarm on the ilet bionic pancreas. No medical intervention or hospitalization was required, and the user¿s glucose remained stable.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.